Manufacturer narrative:
PMA/510(k) # k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The echo-25 device of lot number c1528578 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 15 march 2019. A distal kink was noted on the device. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (c1528578) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1528578. There is no evidence to suggest that the customer did not follow the instructions for use . A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible cause could be attributed to a hard lesion, although the customer noted that penetration of the target site was not difficult. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They checked that mass location was uncinate process of pancreas before the procedure. They advanced echo-25 to mass in through the scope. However, the needle didn't advance out of the needle sheath. Consequently, the needle removed out of the scope.